Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event will not be returned for evaluation. Any additional information received will be submitted in a supplemental MDR, if the information materially alters the information in the initial medwatch. (B)(4).

Event description:
The customer reported that "2 azurs 10/20hd detached prematurely, with the generation of some resistance in the microcatheter." Ancillary device(s) and/or medications used (if applicable/related to incident): unknown microcatheter current patient condition/status: unknown; however, there is no patient injury or medical treatment required to prevent a patient injury.